Manufacturer narrative:
The manufacturer lot code provided by the consumer was invalid. With no means to confirm the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon unraveled and fell apart leaving pieces inside her vaginal cavity. She manually removed the remaining pledget pieces and did not seek medical attention. She did not experience any adverse health effects.